Event description:
Patient was admitted to the hospital for left ureteral reimplantation, bladder neck sling utilizing rectus fascia, antegrade continet enema utilizing appendix and suprapubic tube placement. At the conclusion of the procedure, as the patient was being transferred to the cart, a burn was noted on the patient's right buttock and hip area. The wound measured approximately 10 x 15 cm and appeared to be a thermal burn. There was an island of sparing measuring about 1 x 1 cm in the medial aspect. Patient was admitted to the medical / surgical floor as previously planned prior to surgery.======================manufacturer response for electrosurgical generator, force fx-c (per site reporter)======================regional sales manager and sale rep representative came on site to evaluate situation. No cause for burn was immediately identified.